Event description:
Event description guidant received information that this transvenous implantable lead dislodged. During the challenging repositioning, stretching of the proximal coil was observed. The patient's anatomy was a challenge during the intial implant and it is reported that a hemostatic introducer and a tvi tool were used. The lead was explanted and returned for analysis. A new lead was successfully implanted.